Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump reset is a built-in safety feature to ensure performance, and caller was educated on necessary actions to restart sessions and reload cartridge. Customer successfully resumed insulin.